Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the moderately calcified and heavily tortuous anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel physical resistance / sticking and the reported difficult or delayed activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - against resistance.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with moderate calcification and heavy tortuosity. The 7x80mm absolute pro self-expanding stent system (sess) was advanced to the target lesion. During stent deployment the thumbwheel of the sess was noted to become stuck; therefore, additional force was applied and the thumbwheel started to rotate. The stent was able to be deployed after some time, although resistance was noted with the thumbwheel. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.